Event description:
It was reported that the patient experienced no stimulation sensation. The patient's device "stopped working" and she experienced a loss of therapeutic effect. The reporter indicated that the patient charged up the device the night prior to the report and it was full. It was however, indicated that the patient had not replaced the batteries in her patient programmer and the screen was blank. The reporter stated that the patient was in pain but was going to take pain medication in the meantime while awaiting further troubleshooting. It was later reported that the patient had coupling and/or communication issues. Use of the antenna locator (al) feature resulted in a power-on-reset (por) displayed on the implantable neurostimulator recharger (insr) screen which then led to the normal recharging screen. Afterwards, the patient's dog stepped on it and the patient couldn't get it working. It was unclear what "it" was referring to. The al feature was used again and everything seemed to be working. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 3550-39 lot# n251851, implanted: 2012 (B)(6), product type accessory. (B)(4).